Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient woke at 3:00 am and drank juice as his cgm displayed 57 mg/dl. Later in the morning, a bg was performed which was 300 mg/dl. The parents were unable to lower the bg throughout the day and took the patient to the hospital. The patient was evaluated in the emergency department (ed), treated with insulin (humalog), ibuprofen for chest pain, and released ten hours later. The patient was diagnosed with ketones and dehydration. At the time of the report, the patient was in stable condition but had reported that they were still experiencing chest pain. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.